Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had fell very hard on the device and since the fall they have not been able to control their bladder. The patient alleged they had been having problems with their ins. The patient was scheduled to see a healthcare professional on (B)(6) 2020 (date valid) and the healthcare professional recommended a manufacture field representative be at their appointment. An email request was sent to the manufacture field representative. The manufacture representative was going to contact the healthcare professional. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated that no action was taken to resolve the loss of therapy after a fall and but that the patient will try other 3 programs for one week each and that it was not definitive if the fall contributed to the loss of therapy. No further complications were reported